Event description:
Patient reported left side "rupture." Device was explanted.

Manufacturer narrative:
Device evaluation:. Visual analysis of the returned device identified: underweight, a curved opening on anterior, red particles on the shell, fold creases, wear abrasion, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: a striated broken on anterior, a striated opening on anterior, and a sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool. A striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. A sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture." Device was explanted.